Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an laparoscopic appendectomy procedure that the device locked out and was unable to be opened. When the device was closed after loading it was unable to be opened once it was put down the trocar. Surgeon attempted the reverse button, but was unable to open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.